Event description:
Pt complained of burning sensation over cautery pad during the case. Area of burn is right thigh, small 3rd degree burn. Did not require treatment; bovie pad was slightly tented in center. There was a 15-minute delay in the shoulder case.

Manufacturer narrative:
Rf generator passed all functional tests and was within specifications. No problem found. Customer stated that the bovie pad was slightly tented in center; this is what may have caused the pt burn.